Manufacturer narrative:
Date of event: (B)(6) 2018. Report date: 18oct2018. The customer troubleshot with technical support. The customer stated that the power supply will be replaced by a third party service provider to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that during use the ventilator shutdown and powered back up to a 24 volts failed error code. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The event date was not specified; estimate used.